Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. During patient use, the ¿line became disconnected from y site after the bifuse was noted to be broken at one of the bifuse ends ¿. The connector end ¿disconnected from the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.